Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A self-test was performed on the system controller with no issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed; however, the reported event of the driveline being disconnected was confirmed via log file analysis. A review of the log files contained data spanning approximately 11 days (B)(6) 2024 per timestamp). On (B)(6) 2024 from 16:03:44 ¿ 16:05:02, the driveline was disconnected causing the pump to stop and left ventricular assist device (lvad) off alarms to activate. Once the driveline was reconnected, the pump ramped up to the intended speed within 3 seconds. The pump was off for approximately 1 minute and 18 seconds. No backup battery fault alarms were active in the log files. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, the patient received an alarm and thought they needed to change out their controller. The driveline was intentionally disconnected by the patient in an attempt to exchange the controller; however, in the patient¿s confusion, the driveline was plugged back into the original controller. A self-test was later performed without issue. The root cause for the backup battery fault alarm was unable to be conclusively determined through this analysis. The root cause for the driveline disconnect was determined to be user error. The heartmate 3 patient handbook cautions the user to not attempt a system controller exchange without having a trained, competent caregiver at their side. Users are warned that the pump will stop running when the driveline is disconnected. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including backup battery fault and driveline disconnect alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had battery fault alarms that were not showing in the files downloaded. Log files were submitted for evaluation and there were no backup battery fault events captured during the history, (B)(6) 2024 10:46:13 to (B)(6) 2024 17:32:00. The data recorded a driveline disconnect event at (B)(6) 2024 16:03:44. The driveline was intentionally disconnected. The patient got confused and thought the needed to change out the system controller. Ultimately, the patient plugged back into the original system controller, as both were next to one another. The patient was reeducated to call the hospital to walk through the issue when an alarm happens.